Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there is no insulin flow during injection. Verbatim: from phone call on 2021-03-26 10:39:21: called consumer again to advise her to send unused needles with tear drop label attached. Consumer conferenced me in with the pharmacist and she provided the product #, said consumer is using 320122 original nano pen needles. (B)(6). From phone call on 2021-03-26 10:26:34: called consumer for additional information, samples and packaging have been discarded. Consumer does not know if the needles are original nano or 2nd gen. She is also unable to read the lot # from tear drop label. Will ask consumer to send tear drop label and unused sample. (B)(6). Consumer stated that there is no insulin flow during injection, she said she pushes hard on the pen and nothing comes out. Consumer does not prime. Lot #: unknown. Catalog #: 320122. Date of event: unknown. Samples: unused samples available - sending mail kit. Voicemail: consumer left voicemail stating that she is having a hard time with the needles. 03-24-21: I returned consumer's call and left a voicemail for return call."

Manufacturer narrative:
H6: investigation summary . No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that there is no insulin flow during injection. Verbatim: from phone call on (B)(6) 2021 10:39:21: called consumer again to advise her to send unused needles with tear drop label attached. Consumer conferenced me in with the pharmacist and she provided the product #, said consumer is using 320122 original nano pen needles. Js. From phone call on (B)(6) 2021 10:26:34: called consumer for additional information, samples and packaging have been discarded. Consumer does not know if the needles are original nano or 2nd gen. She is also unable to read the lot # from tear drop label. Will ask consumer to send tear drop label and unused sample. Js. Consumer stated that there is no insulin flow during injection, she said she pushes hard on the pen and nothing comes out. Consumer does not prime. Lot #: unknown. Catalog #: 320122. Date of event: unknown. Samples: unused samples available - sending mail kit. Voicemail: consumer left voicemail stating that she is having a hard time with the needles. On (B)(6) 2021: I returned consumer's call and left a voicemail for return call."